Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/10/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed unexplained rebooting events. A battery compartment crack was observed. The battery cap coin slot was damaged; the cap contact dimensions were out of specification. The battery cap was able to properly secure to the pump without a power issue. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.